Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the hub detached and the catheter remained in the patient. The device was pulled out as normal and a new identical drain was placed in the patient in an additional procedure. It was further noted that 5 catheters broke, but the reporter did not specify the lot numbers of these devices.